Event description:
It was reported that when using bd vacutainer® sst¿ii blood collection tubes, there were oil gel globules in the specimen causing the instrument needle to block in 20 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to a correction: d.4 UDI#: (B)(4). Investigation summary bd received 1 photo for investigation. The indicated failure mode for oil gel globules was not observed in the attached photograph. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of october 2025; additional testing was performed. Factors that may contribute to (oil gel globule) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. This complaint has not been confirmed for the indicated failure mode: oil gel globule via received photo. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ii blood collection tubes, there were oil gel globules in the specimen causing the instrument needle to block in 20 devices. No adverse impact was reported regarding the patient or user.